Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment as the external pulse generator (epg) had no backlight due to a connector on the main printed circuit board (pcb). It was also noted that the output connector¿s wire insulation was pinched with wires exposed. The upper case was broken at bosses. The lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight for the display of the external pulse generator (epg) was not working. The epg was returned for service. There was no patient involvement.